Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was warm, seized and rough running. Therefore, the reported condition was confirmed. It was further observed that the rotary switch could not be connected with the function gauge the assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed the electric pen drive device was hanging up from time to time. During in-house engineering evaluation it was observed that the motor was warm, seized, and rough running. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.